Manufacturer narrative:
B3- date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Date of explant unknow). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the system was explanted for an unknown reason.